Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, electrocardiography was performed and showed atrial fibrillation. No treatment or intervention was reported. Eight days following valve implant, moderate paravalvular leak (pvl) was noted, and the patient was discharged to a rehabilitation clinic. It was reported that the site of the pvl was antero-lateral. No treatment or intervention was reported for the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).